Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful upgrade to cardiac resynchronization therapy for cardiac implantation-associated left subclavian vein occlusion: a case report. World journal of clinical cases. 2021 may 6; 9(13): 3157-3162. Doi: 10.12998/wjcc.v9.i13.3157. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left subclavian vein occlusion. The article reports a patient who presented to the hospital with dyspnea on exertion. Echocardiogram showed impaired left ventricular (lv) systolic motion and ventricular septum thickness. The left atrium was also dilated with severe mitral regurgitation and mild tricuspid regurgitation. The patient also had moderate pulmonary hypertension. The patient was diagnosed with complete obstruction of the left subclavian vein due to the leads. It was suspected that the subclavian vein obstruction was likely due to endothelial disruption resulting from mechanical stress of the leads, which ultimately led to fibrosis and narrowing of the lumen. The patient underwent an upgrade to a cardiac resynchronization therapy pacemaker (crt-p) device. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.